Manufacturer narrative:
Article citation: kricheldorff j, fallenberg em, solbach c, gerber-schäfer c, rancsó c, von fritschen u: breast implant-associated lymphoma¿the diagnosis and treatment of a new disease entity. Dtsch arztebl int 2018; 115: 628¿35. Doi: 10.3238/arztebl.2018.0628. Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The evens of lymphoma and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Through journal article 'breast implant-associated lymphoma the diagnosis and treatment of a new disease entity' it was reported that a patient was diagnosed with bia-alcl presenting as a right side seroma. Device status is unknown.

Event description:
Through journal article 'breast implant-associated lymphoma the diagnosis and treatment of a new disease entity' it was reported that a patient was diagnosed with bia-alcl presenting as a right side seroma. Device status is unknown.